Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the catheter broke. The lesion being treated was a 85% stenosed, calcified, non-tortuous left anterior descending (lad) lesion. The physician predilated the lesion with a maverick 3.0mm x 20mm balloon. The lesion was easily crossed with the balloon and a <30% lesion remained, after which the stent placement was tried. The taxus express2 8.8% 3.0mm x 20mm stent would not cross the lesion and while this was being tried, for 10 minutes, the catheter shaft broke at the level of the physician's hands. The rest of the catheter and stent were easily removed. The procedure was considered ended at this point with no pt complications or injuries. The physician did not try to place another stent and the procedure was regarded as a satisfactory angioplasty without stenting.